Manufacturer narrative:
The tech isolated the issue to a non-functioning solenoid valve. The tech replaced the valve to repair the bed.

Event description:
Info received indicates the head of the bed cannot be raised.